Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: nero pump 8637-40, implanted: (B)(6) 2009. Catheter 8709, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead dislodged a few months after implant and was confirmed by x-ray. Sensing was changed from bipolar to unipolar due to small r waves. It was further reported there was greater than 2000 short v to v interval counts and non-sustained episodes, which appeared to be noise or non-physiologic. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.